Event description:
It was reported the patient went to the emergency room (ER) due to high blood glucose(bg) levels reaching 580 mg/dl. The pod was worn between 36 and 48 hours. The patient experienced vomiting. The patient was placed on intravenous therapy of fluids, insulin and was monitored. The patient was released a few hours later. The pod was removed and discarded at the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.